Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Via femoral access, a non-abbott guide wire was advanced inside the dislodged stent implant. The physician advanced a non-abbott balloon through the stent implant and dilated it in an unsuccessful attempt to retrieve the stent. Another unsuccessful attempt was made with a larger sized non-abbott balloon. Cut-down of the radial artery was performed to successfully retrieve the stent. As of (B)(6) 2010, the patient remained in the coronary care unit with administration of bufferin and plavix on-going. Though requested, no additional information has been provided. Dil cath: cyclone 2.0x14, ibp22 2.5x15, legend 1.5x15, voyager nc 2.75x15, ikazuchi 1.5x15 guide wire: rinato, advance lite, wizard 1; guide cath: sheathless 6.5f jl4, launcher 7f ebu 3.75 ; stent: xience v 2.5x28, 2.5x23; other: heparin, protamine. The xience v 2.5x28 and 2.5x23 indicated are being filed under separate medwatch MFR numbers. The stent remains in the patient. The stent delivery system was reportedly discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the left anterior descending artery (lad), left radial access, the xience v 2.5x28 stent system was advanced, but could not cross after pre-dilatation. Dilatation was performed again and the xience v stent system was advanced, but could not cross. An attempt was made to remove the stent system through a non-abbott 6.5 fr sheath; however, a stent strut had become flared due to calcification and the stent system could not enter into the sheath. The physician left the stent system in the aorta. The femoral artery was accessed and a non-abbott guide wire was advanced to the lad and a non-abbott guide wire was advanced to the second diagonal artery. A 2.5x23 xience v stent and xience v 2.5x28 stent were deployed in the lad. Dilatation was performed in the second diagonal using a non-abbott balloon. A perforation was noted in the second diagonal artery due to the non-abbott guide wire. Protamine and 10,000 units of heparin were administered. Dilatation was performed in the second diagonal for treatment of the perforation; however, thrombosis occurred in the lad. Dilatation was performed in the lad. Aspiration of the thrombosis was performed using a non-abbott device and additional dilatation was performed using a voyager nc balloon. A xience v 3.0x15 was implanted in the lad successfully treating the thrombosis. An attempt was made to retrieve the 2.5x28 xience v stent system that had been left in the aorta, but the stent had dislodged from the balloon and moved to the radial artery due to movement of the patient. Via femoral access, a non-abbott guide wire was advanced followed by two dilatation balloons in an unsuccessful attempt to retrieve the dislodged stent.

Manufacturer narrative:
(B)(4). The device was not returned. The reported patient effect of thrombosis, is listed in the xience v instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling and the treatment appears to be related to operational context of the procedure.